Manufacturer narrative:
(B)(4). Catalog number 062941-001 is the international list number which meets the requirements of the similar product listed in model #/lot # which is the us list number. The device involved in the event remained implanted in the patient and was not returned; therefore a return sample evaluation is unable to be performed. Peritonitis is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2018, patient in (B)(6) underwent procedure for placement of percutaneous endoscopic gastrostomy with jejunal (peg-j) tube. It was reported that the patient had peritonitis since (B)(6) 2018. The physician reported that the inflammatory levels in blood were elevated due to peritonitis. Patient was treated with pain medication and intravenous antibiotic tazobac. Patient experienced inflamed stoma due to peritonitis. The duopa therapy was held. Regular dressing changes were performed.